Event description:
Caller states that the pt tested 4.1 inr on the coaguchek test system and 2.9 inr on a comparison lab. Coumadin was lowered based on device result, no adverse event reported. Requested return of suspect test system and replacement was sent. Comparison performed at medical facility. Coaguchek test system: meter, test strip lot 478a-h13, exp 6/08, cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.